Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. The product is available for evaluation and testing; however, it has not been received to date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. Initial reporter - the customer contact information was not reported. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that the 4.5x28mm enterprise (enc452812/10906472) stent prematurely deployed in the unspecified microcatheter. The stent was withdrawn and replaced to complete the procedure. No patient complications occurred as a result of the event. The device will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the stent and microcatheter were removed as a unit from the patient vasculature without the need for additional intervention. The stent was replaced, but the same microcatheter was used to complete the procedure. No visible product damage was noted prior to use. The product was prepped and handled according to the instructions for use (ifu0. The introducer was properly engaged with the microcatheter hub to enable stent introduction into the microcatheter, but it is not known if the product moved out forward out of the introducer during insertion. The rotating hemostasis valve (rhv) was opened to allow passage of the product. An adequate continuous flush was maintained through the microcatheter. Neither the stent/stent delivery system nor the concomitant microcatheter appeared damage. There was no report of any issue withdrawing the stent and microcatheter from the patient. The intended procedure was a stent-assisted coil embolization of an intracranial aneurysm. The concomitant microcatheter is not available for return. (B)(6). [Complaint conclusion] - updated: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x28mm enterprise (enc452812/10906472) stent prematurely deployed in the unspecified microcatheter. The stent and microcatheter were removed as a unit from the patient vasculature without the need for additional intervention. The stent was replaced, but the same microcatheter was used to complete the procedure. No patient complications occurred as a result of the event. No visible product damage was noted prior to use. The product was prepped and handled according to the instructions for use (ifu0. The introducer was properly engaged with the microcatheter hub to enable stent introduction into the microcatheter, but it is not known if the product moved out forward out of the introducer during insertion. The rotating hemostasis valve (rhv) was opened to allow passage of the product. An adequate continuous flush was maintained through the microcatheter. Neither the stent/stent delivery system nor the concomitant microcatheter appeared damage. There was no report of any issue withdrawing the stent and microcatheter from the patient. The concomitant microcatheter is not available for return. No further information was provided. A non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected, and no damage was observed. The introducer and stent were not returned for evaluation. No additional damage was observed. Functional analysis could not be performed since the introducer and stent were not returned for evaluation. According to procedure, the stent must still be inside of the introducer tube to conduct functional examination. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿deployment difficulty-premature/in microcatheter¿ was confirmed since the stent had been deployed from the delivery wire; however, the exact circumstances surrounding the stent deployment could not be conclusively determined based on the condition of the returned device. Without the return of the stent and the concomitant microcatheter, the cause of the reported event cannot be determined. The instructions for use (IFU) contains cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Proper placement and securing of the introducer in the microcatheter hub provides an uninterrupted passage for the stent to move from the introducer into the microcatheter. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal, the proximal end of the stent will expand and deploy as it enters the gap. The specimen delivery wire does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evidence presented by the sample article; however, it is possible that procedural and handling factors, including device manipulation/interaction and the concomitant microcatheter, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). A report was received that the 4.5x28mm enterprise (catalog #: enc452812/lot #: 10906472) stent prematurely deployed in the unspecified microcatheter. The stent was withdrawn and replaced to complete the procedure. No patient complications occurred as a result of the event. No further information was provided. A non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected, and no damage was observed. The introducer and stent were not returned for evaluation. No additional damage was observed. Functional analysis could not be performed since the introducer and stent were not returned for evaluation. According to procedure, the stent must still be inside of the introducer tube to conduct functional examination. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿deployment difficulty-premature/in microcatheter¿ was confirmed since the stent had been deployed from the delivery wire; however, the exact circumstances surrounding the stent deployment could not be conclusively determined based on the condition of the returned device. Without the return of the stent and the concomitant microcatheter, the cause of the reported event cannot be determined. The instructions for use (IFU) contains cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Proper placement and securing of the introducer in the microcatheter hub provides an uninterrupted passage for the stent to move from the introducer into the microcatheter. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal, the proximal end of the stent will expand and deploy as it enters the gap. The specimen delivery wire does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evidence presented by the sample article; however, it is possible that procedural and handling factors, including device manipulation/interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.